Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer replaced supplies as necessary and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.